Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported event. A visual inspection was performed with no issues noted. Functional testing was performed and the sample failed to re-prime. Therefore, the reported event was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear-link access set was unable to prime. According to the report, the reporter stated that the customer was unable to purge the solution into the tubing. The customer injected 10 ml of clinoleic into the tubing and was able to purge the solution into the set; however with all the clamps open, and all the tubing primed, it was observed there were no drips in the drip chamber. This event occurred during priming. There was no patient involvement. No additional information is available.